Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. Additional information was received stating that this scs device was replaced as the implantable pulse generator (ipg) was no longer holding charge. The patient underwent an ipg revision procedure wherein their ipg was explanted and replaced. The ipg was retained due to hospital policy and will not be returned for analysis. Postoperatively, the patient was doing well.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to the supplemental MDR in h6.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. Additional information was received stating that this scs device was replaced as the implantable pulse generator (ipg) was no longer holding charge. The patient underwent an ipg revision procedure wherein their ipg was explanted and replaced. The ipg was retained due to hospital policy and will not be returned for analysis. Postoperatively, the patient was doing well.

Manufacturer narrative:
Correction to the supplemental MDR in b5 and h6.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. Additional information was received stating that this scs device was replaced as the implantable pulse generator (ipg) was no longer holding charge. In addition to the previous reason, the patient also underwent the replacement procedure to ensure compatibility with magnetic resonance imaging (MRI). The patient underwent an ipg revision procedure wherein their ipg was explanted and replaced. The ipg was retained due to hospital policy and will not be returned for analysis. Postoperatively, the patient was doing well.